Event description:
It was reported that a spectrum iq pump failed downstream occlusion pressure testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing , 'failed downstream occlusion pressure' was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the history log revealed downstream occlusion. Messages however this would not confirm or refute a test failure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through causality as the downstream sensor was out of calibration. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.